Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu not providing power to the controller was not able to be determined. The mobile power unit serial number (B)(6) was not returned for evaluation and it was reported that it was discarded. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms, including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the mpu did have a v-lock connector on the ac power cord, and no environmental events occurred that could have attributed to this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was not working and did not power on the system controller. The patient was utilizing batteries to power the pump. The center would like to return the mpu for evaluation/repair. No additional information provided.